Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that noise was present in the image and described the noise as a "fingerprint-like pattern. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The event occurred during an unknown procedure, and was completed by looking at other monitors without any delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5 with additional information that was inadvertently missed within the initial medwatch report. The device was returned and evaluated and the following checks were performed using the cv-1500 equipment, but the phenomenon was not reproduced. (1) 1 hour aging. (2) load sdi connections. (3) continuous power on/off test. (4) checked over several days. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.